Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic, post-paced t-wave oversensing was observed on the ventricular channel. The recommended programming changes were made during the an office check-up. The patient is in stable condition after the change. There have been no alerts of oversensing since then.